Event description:
In the process of contacting the pt's physician to notify him that the pt's device may be nearing end of service, it was discovered that the pt had passed away. Cause of death is unknown at this time. Neurologist had previously attempted to follow-up with the pt's family but was never able to obtain cause of death. There is no evidence at this time that the ncp system caused or contributed to the reported event.